Event description:
Facility was notified that a patient cut her leg on the lever release for the legrest on the wheelchair. Patient was brought to the hospital where she received 19 stitches (a very deep wound) on her calf. The manufacturer of the wheelchair has been notified and they will be conducting an evaluation of the reportdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.